Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the marathon micro catheter was returned for analysis. No issues were found with the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. The marathon micro catheter was flushed, water exited from the distal tip. No ¿leaks¿ were detected with the marathon micro catheter. An in-house mandrel was inserted through the marathon catheter lumen without issue. Based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ could not be confirmed and the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the marathon microcatheter was noted to have been leaking at the distal section during the procedure. As the event was reportable to a regulatory authority and indicated a possible non-conformance of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The hcp was contacted to for location of the leak, when it occurred, and status of device return. The requested information was received. Device return was requested, however the device was not returned at the time this investigation was completed and therefore conformance to specifications could not be determined. The device was reported to be in the hands of the distributor. There was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. The investigation determined that this was a known event, and therefore no new formal investigation was required. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic microcatheter was noted to have been leaking at the distal section. This event occurred during the procedure. A new device was used to treat the patient. No patient injury was reported.